Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a (right) 275cc mentor memorygel breast implant and a (left) 300cc mentor memorygel breast implant. Post-operatively, the patient suffered bilateral breast ptosis, right breast capsular contracture (baker grade ii) and right breast rupture/silicone bleed. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On may 10, 2022, an analysis of the suspect medical device was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.